Manufacturer narrative:
The complaint component was returned and analyzed, no allegation was reported against device. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure to replace his inflatable penile prosthesis (ipp) due to unknown reasons. Previous cx 18cm was explanted and a new cx 18cm cylinders and reservoir were implanted. Rep states he needs to return the device.

Event description:
It was reported that patient underwent a replacement procedure to replace his inflatable penile prosthesis (ipp) due to unknown reasons. Previous cx 18 cm was explanted and a new cx 18 cm cylinders and reservoir were implanted. Rep states he needs to return the device.